Event description:
Rep reported that after multiple dilatations of an upper arm dialysis graft, the doctor met resistence when removing the balloon from sheath, the dr pushed it back into the sheath, and tried to remove without the sheath when the balloon came off of the catheter inside of the pt. Doctor was able to remove the balloon and finished the procedure with another conquest device. No pt injury.